Event description:
A complaint was reported involving a cartridge alarm during pumping. There was no reported adverse impact to the customer's blood glucose level. Technical support advised the customer to replace the pump, and the customer declined to share backup therapy information, as well as goodwill cartridges. Technical support confirmed the shipping address and provided instructions for returning the problematic pump within a warranty framework, with plans to send a replacement pump.